Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 32mm x 2.75mm, totally occluded target lesion containing a >=90 degree lesion bent was located in the severely tortuous and severely calcified left circumflex artery. A 2.75x32mm promus element stent delivery system was selected to treat the lesion. The physician was unable to use the device to pass the lesion because the strut was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified distal stent damage. Struts on the two most distal rows were misaligned and pulled distally. Minor hypotube kinks were noted at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 32mm x 2.75mm, totally occluded target lesion containing a >=90 degree lesion bent was located in the severely tortuous and severely calcified left circumflex artery. A 2.75x32mm promus element ¿ stent delivery system was selected to treat the lesion. The physician was unable to use the device to pass the lesion because the strut was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.